Event description:
It was reported to vyaire medical that the 3100a ventilator hz (hertz) will not reach 15 on this unit. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire field service went onsite found frequency would only go to 14.8 hz at maximum. As a resolution adjusted driver controller frequency pots to vyaire medical specifications. The frequency max goes to 15.2hz. Performed calibration and verification checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.